Event description:
It was reported that during an arthroscopy, when the surgeon applied minimal force to the reduction suture of the ultrabutton in order to advance, the graft and the sutures snapped as the graft was moving through the tibial tunnel. The surgeon then cut the sutures in the joint and pulled the graft back out of the tibial tunnel. The surgeon then stitched the graft up with two fresh ultrabuttons and attempted graft passage again. The surgeon redrilled the tibial tunnel with a 10mm drill bit and this time it went through fine. The procedure was successfully completed with a surgical delay greater than 30 minutes using a smith and nephew back up device. The drill size for the first time the tibial tunnel was drilled was 9.5mm. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of both sutures' material specifications found that tensile strength requirements are specified, and certificates of conformance and of analysis are required with each shipment. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.